Event description:
(B)(4) study. It was reported that chest pain, shortness of breath, and ischemia occurred. In (B)(6) 2011, the patient presented with substernal chest pain radiating to the left arm and associated with shortness of breath and nausea. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the first obtuse marginal (om) with 70% stenosis and was 18 mm long with a reference vessel diameter of 3.7 mm. The lesion was treated with direct placement of a 3.50 x 20 mm taxus® liberté® drug eluting stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with chest pain and shortness of breath on minimal exertion. On an unspecified date, the patient's thallium stress test suggested inferior and apical ischemia. Coronary angiography was performed and revealed 70%-100% stenosis in proximal left circumflex (lcx) extending up to first om. In addition, the site has confirmed that the study stent was patent and stenosis was just distal to the study stent. The lesion was treated with pre-dilatation and placement of a 2.75 x 18 mm non-bsc stent overlapping the study stent distally. Following post dilatation with a 3.5x12 non-bsc balloon catheter, residual stenosis was 0%. Post procedure, the event was considered to be resolved without residual effects and the patient was prescribed with aspirin and prasugrel.

Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).